Event description:
Family member reported vent would just stop cycling. Display 'on' led would not continue to scroll. The led display continues to show the setting displayed when the vent stopped cycling. No audible alarms reported. This occurred more than once. Accessories used: hme, liquid o2,; power source at time of event: ac; primary power source: ac; alternate power sources(s) was tried - no specifics given.